Event description:
After the application of perclose closure device per surgeon, he used a sonosite and doppler to evaluate distal pulses. He noted something is in the right common femoral artery. He decided to proceed with a right groin cutdown. He repaired the right common femoral artery with the removal of the perclose foot plate (perclose foot plate broke off the device and was inside the artery).